Manufacturer narrative:
(B)(4). Publication year of 2008. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: use of temporary esophageal stent in management of perforations after benign esophageal surgery. Author: fumiaki yano, md, amr el sherif, md, charles j. Filipi, md, and sumeet k. Mittal, md citation: surg laparosc endosc percutan tech (2008);18:283¿285. The authors reported a series of 3 patients with non anastomotic postsurgical esophageal leak successfully treated by temporary esophageal stent. (Patient 2) a (B)(6) year old male patient was referred for recurrent episodes of iron deficiency anemia with hemoglobin as low as 2 g/dl in which the only identifiable cause for recurrent anemia was a large incarcerated hiatus hernia. The patient underwent a transthoracic collis-nissen procedure in which a 3-cm collis gastroplasty was performed with a gastrointestinal anastomosis stapler (endo gia, atw 45, ethicon) with a 46-fr bougie placed in the esophagus. Reported complications included mid esophageal leak, persistent sepsis, and air leak in the mediastinum well above the collis segment in which 2 mediastinal drains were placed through the hiatus and brought out through the anterior abdominal wall and a feeding jejunostomy and gastrostomy tube was also placed and the patient had immediate resolution of the sepsis, and distal obstruction owing to the collis-nissen fundoplication and esophageal perforation in which an esophageal stent was placed across the perforation and fundoplication protruding 3 cm into the stomach. Post stent placement, a contrast study showed no extravasation and the patient was discharged on a mechanical soft diet. In conclusion, the placement of removable silicone-covered self-expanding polyester stents seems to be a successful minimally invasive treatment option for postoperative esophageal leaks after nonresectional surgery.